Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console had problems with foot pedal connection during a cataract surgery and foot pedal stopped working but the ultrasound continued without irrigation and caused a hole in the posterior capsule.

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The company service representative examined the system and confirmed the reported event. The company service representative noted intermittent issues with the footswitch. To resolve the issue, the nonconforming footswitch was replaced. The system was then tested and met all product specifications. The footswitch was received, and a visual assessment of the returned sample revealed fluid ingress. The footswitch was connected to a calibrated system. The footswitch was tested and was found to function as intended. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of footswitch issues and sm [footswitch failure detected] can be attributed with internal wear/reliability issues within the system. How or when these wear reliability issues occurred remains inconclusive. Based on the information obtained, the root cause of the reported event of a posterior capsular (pc) tear is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).